Event description:
Orthopedic division manager at (B) (4) - distributor for stryker products in (B) (4), reported that: "on (B) (6) 2009, (B) (6) hosp implanted t2 ankle nail from the series that has been recalled ((B) (4)). On 20/01/10, (B) (6) informed us that the pt is septic. (B) (4) informed the doctor pre-op regarding the safety notice that issued by stryker at 21/12/09, he performed the revision on (B) (6) 2010."

Manufacturer narrative:
It is not known at this time if the device is available for evaluation. Add'l info has been requested and if received, will be provided on a supplemental report.